Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inability to modify some items from the facility formulary in the es server. A technical support specialist (tss) determined the formulary item was not added via pis. The tss advised the user to first uncheck 'add facility non med items only' in the facility settings. User was instructed to unload all medications and remove the item from the facility formulary. Sent three strike rule notifications with no response. Proceeding with case closure. The system functioned as intended after the technical support specialist assisted the customer to troubleshoot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server unable to modify some items from the facility formulary. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server unable to modify some items from the facility formulary. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.